Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the bearings were bad. The motor, micro drill drive and rotor along with other components were replaced.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported patient or user injury, and the case was completed successfully with another device.